Manufacturer narrative:
The actual device involved was returned for investigation. Results of the investigation determined there was an insufficient amount of glue at the junction between the connector and tubing. As the pressure from the water being irrigated reaches this junction it may spray water. Based on the info provided, there was no injury to either pt or user. Complying with osha 1910.1030(d)(3)(I) and asge technical guidelines requires the facility to provide, and wear, appropriate protective equipment would also mitigate any potential for harm.

Event description:
The device is connected to specified tubing and accessories and is used to provide irrigation during endoscopic procedures. It was reported that during an endoscopic procedure, while the physician was irrigating with water, sterile water sprayed out from the valve and tubing onto the back of his lab coat. There was no reported harm to pt or user.